Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E1: initial reporter name: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: the patient has carotid artery stenosis. The procedure performed was balloon dilation and stent implantation. After the lesion was opened with balloon expansion and stent placement, a closure device was used for hemostasis. After opening the package of the closure device and handing it to the operator for use, it was found that the tip of the main sheath was completely cracked and could not be used properly. The physician then chose to replace it with a new closure device of the same specification to complete the procedure. The event occurred pre-operatively, therefore the blood loss was not applicable.